Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a bilateral lumbar facet joint denervation procedure, a superficial burn on the patient buttock occurred. The patient was diaphoretic and the plate electrode peeled off. The patient was not hairy and there were no wrinkles on the grounding pad. The electrode was re-attached and the patient noted a burning sensation. A burn 1cm in diameter was found under the plate electrode. A dressing was applied and during a follow up visit the patient was in good condition.

Manufacturer narrative:
(B)(4)

Event description:
During an rf ablation procedure, a superficial burn on the patient buttock occurred. Further information regarding this event has been requested but not received.